Manufacturer narrative:
Evaluation: cartridge lot number search, results: visual inspection of the returned product found the lens stuck in the returned cartridge. The cartridge tip was damaged. There was evidence of reddish residue. A cartridge lot number search was performed and six similar complaints were found in the work order. A lens work order search was performed and no similar complaint was found in the work order. Conclusion: based on the complaint history, lot number search, work order search, and the eval of the returned product, a likely root cause of the event has been determined to be due of the off-label use of the cartridge with this model lens. It should be noted that the injector was not returned for eval.

Event description:
The reporter stated the surgeon attempted to insert a 10.5 diopter aq2015a silicone three piece lens, but the plunger overrode and tore the lens. There was pt contact with the cartridge, but no contact with the lens. There was no pt injury. This is one of three lenses used for this pt - see MFR report#: 2023826-2009-00052 and 2023826-2009-00053. The cartridge used has not been approved by the MFR for use with this model lens.